Event description:
The customer reported that the sys would lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the generator interface board. The sys operates as intended.